Manufacturer narrative:
The observed internal cannula tear is related to action # 98586. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The device was received with a crack running through the top and bottom housing. Corrosion was observed in the crack and the internal components around the crack were observed to be heavily corroded. Due to the corrosion the battery voltages were measured to be lower than expected and the data was unable to be downloaded. The cracked housing can be confirmed as a fluid ingress point and can be confirmed to have contributed to the internal corrosion, low battery voltages and data loss. It could not be determined if the housing damage is linked to the reported hazard alarm. The device was received with no evidence of blood. The investigation found no damages or defects that would cause bleeding or bruising at the infusion site. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone13.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm/alert/advisory during operation and bleeding/bruising at the infusion site (leg). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours.